Event description:
A report was received that the patient underwent a pocket revision due to pocket discomfort. Nothing was implanted or explanted and the patient was doing well following the procedure.